Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l4-l5 spinal root decompression. The pt presented with continued right leg pain. The investigator noted the event as moderate in intensity. Physician prescribed neurontin and tylenol as treatment for this condition and care under physiatrist. The condition was reported as resolved with treatment 7 months later. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted chronic injury of the nerve root as a possible cause for the event.